Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the device was turned off as requested by the patient and physician ordered for the therapy off. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was turned off as requested by the patient. In addition, the therapy was requested by the patient due to fear of receiving a shock therapy. Physician then ordered for the therapy off. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was turned off as requested by the patient. As of this time, this crt-d remains in service. No adverse patient effects were reported.